Event description:
It was reported there was no disposable alarm on the pump. Cassette changed twelve hours prior. The cassette caused the same alarm on previous pump. The pump was not replaced. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, UDI number, and lot number) is unknown, no information provided to date.